Event description:
The user facility reported that as the tip of the guidewire was noted to have "shredded" as it exited from the entry needle. The wire was withdrawn and no material was detached in the patient so no medical intervention was required. The procedure was completed successfully and the patient is reported to be fine.